Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg kinked during insertion. The event occurred in the ICU and the insertion site was the jugular vein of a (B)(6) male patient weighing (B)(6). The patient had a previous diagnosis of neutropenia, fever, and septic shock. As a result, the swg was removed and a new kit was opened and used to complete the procedure. There was a delay in treatment, it is unknown if harm was caused to the patient. No complications or death occurred to the patient.